Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "the customer reported experiencing inaccurate readings high and low. In addition, the customer received a letter regarding the recall, however, the sensors in possession were not on the list." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is a 3 of 4 MDR submission. All pertinent information available to abbott diabetes care has been submitted.